Manufacturer narrative:
Conclusion: no conclusion can be drawn and useful life expectancy met.complaint reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is a reportable malfunction. Additional information has been requested from the surgeon regarding the missing fragment. To date, no x-rays have been received. Attempts are being made to have the instrument returned for evaluation. This report will be updated when the investigation is complete.

Event description:
Allegedly whilst undertaking a hip replacement, the surgeon hit the broach handle to remove the femoral reamer from the patients femur. Whilst doing so, the broach handle became detached from the femoral reamer and subsequently flew out of his control and landed on the floor. The instrument was checked, damage was visible. Possible fragment left in patient.